Event description:
It was reported that the patient received shocks for intermittent post sensed t-wave oversensing. The patient has vt event in the ER, the device sensed, detected and converted the rhythm. After the vt treatment, the patient passed away. The physician believes that the inappropriate shocks for t-wave oversensing contributed to the patients vt event. The physican also believes the oversensing is a device malfunction. The patient was buried with devices.

Manufacturer narrative:
Na